Manufacturer narrative:
(B)(4). The customer returned one opened kit with one epidural catheter, one flat filter, and two snaplock adapters. A visual exam was performed on the returned components and no defects were observed. Functional testing was also performed and no issues were found. A device history record (DHR) review was performed on the epidural catheter with no relevant findings. The reported complaint of the catheter not allowing medication to be injected could not be confirmed through functional testing of the returned sample. A flow test performed on the returned catheter revealed flow could be established coming from the distal end. A DHR was performed on the epidural catheter with no relevant findings. There was no problem found with the returned sample.

Event description:
The customer alleges that the epidural catheter did not allow medication to be injected. The patient condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the epidural catheter did not allow medication to be injected. The patient condition is reported as fine.